Event description:
It was initially reported that during a review of programming history, that it was observed that the pt's device appeared to have been set at unintentional settings, which is likely due to the interruption of a system diagnostic test. Good faith attempts to obtain additional info have been unsuccessful to date.